Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, one opening curved on the patch and the weight the device within specification. A microscopic analysis was performed which identified one sharp opening on the patch and observed split in patch area, it is out of specification per (B)(4) was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint. Based on the device analysis the final assessment is: sharp opening on the patch assessed as unidentified (tear) opening. Split in patch area, due to a workmanship.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.